Event description:
The surgeon experienced the jaw of the instrument break free in a patient during a partial menisectomy. The surgeon tried unsuccessfully for two hours to retrieve the jaw. The patient was then transferred to another hospital and the jaw was surgically removed from the patient with no complications reported.